Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3878-75 lot# va1fqfa, implanted: (B)(6) 2017, product type lead. Product ID 3550-29, lot# 0211972500, implanted: (B)(6) 2017, product type accessory.

Event description:
Information was received from a manufacturer representative regarding a recently implanted implantable neurostimulator (ins) and lead. The surgeon implanted the system and it was unknown if the impedances were measured during the implant procedure. It was reported that, during the start-up, the manufacturer representative had a problem on a plot (high impedance). The impedance of electrode #6 was greater than 10,000 ohms. The patient did not experience any falls or traumas prior to the implant of the ins. The patient did not have optimal stimulation and the painful area was not covered. The patient had partially optimal stimulation. Reprogramming was attempted. The patient was programmed, however, the stimulation was not 100% effective. The manufacturer representative tried to "realize a program with functional blocks". The devices were still in the patient's body and relieved the patient "largely".